Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Concomitant products: right side; 375cc mentor siltex round moderate profile; catalog number: 3542660; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor siltex round moderate profile and was presented with left side deflation around (B)(6) 2019, confirmed by the physician on (B)(6) 2019 upon physical examination. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3504254bc; sn: (B)(4) on the right side and with catalog number: 3504254bc; sn: (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: the analysis results showed a tear measuring approximately 0.3 cm located in the posterior view. Microscopic examination of the edges of the rupture gave no evidence of instrument damage. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).